Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that an ophthalmic forceps device would not open from the closed position. An alternate forceps was obtained in order to perform and complete the procedure. Procedure details and patient involvement information is unknown.

Manufacturer narrative:
Additional information is provided. The manufacturer internal reference number is: (B)(4).